Manufacturer narrative:
The device remains implanted. A boston scientific technical service consultant discussed that longevity remaining is re-calculated after interrogation, programming and lead impedance testing, battery status, and longevity are dependant on several parameters, like output settings, mode, pacing rate and percentage, lead impedance. Therefore, please provide the implant date, programmed parameters, counters and lead measurements. It is also important to know the circumstances, like parameter changes between or during follow-ups. For more accurate calculation of remaining longevity a save memory to disk is recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the previous follow up visit on (B)(6) 2009, this pacemaker revealed 5 years longevity remaining. At the most recent follow up visit on (B)(6) 2010, the device revealed 3 years longevity remaining. A boston scientific technical service consultant was contacted. No adverse patient effects were reported.